Event description:
Additional information received from a healthcare professional reported that this was the wrong report and noted that the device was replaced due to elective replacement indicator.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v754192, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient had their right deep brain stimulation system explanted due to infection. The patient's indication for use is movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.